Event description:
Manufacturer malfunction kink in the middle of the guide catheter, the physician was unable to complete the procedure because he could not pass the guideliner through the guide catheter. Patient received more contrast and radiation as a result.